Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> according to the information received, ¿it was reported that the device was reported for an unknown reason. Did not happen in surgery.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The plastic portion around the central screw has broken off from the device. Broken fragment was not returned for evaluation. The observed damage is consistent with use of excessive force applied to the central screw. Overtightening is suspected. The overall complaint was confirmed as the observed condition of the pintrl lnr con10deg+4 28id50od would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was reported as broken. Did not happen in surgery.